Manufacturer narrative:
Initial reporter is synthes sales representative. .screwdriver, hexagonal, small, ø 2.5 mm, length 270 mm was received at cq (quantity 1 part#314.570 lot#8053400). Upon visual inspection at cq, it is observed that the device is found to be stripped. Thus, the reported complaint is confirmed. The observed condition was identified to be a significant post manufacture damage. Therefore, dimensional inspection was determined to be inapplicable for the observed condition. A visual inspection, and document/specification review were performed as part of this investigation. It is observed that the device is stripped. Thus, the reported condition can be confirmed a definitive root cause could not be identified. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 314.570, lot: 8053400, manufacturing site: (B)(4), release to warehouse date: 09 oct 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, five (5) small hexagonal screwdrivers long were found stripped during normal daily inspection by sales consultant. There was no patient involvement. This report is for one (1) screwdriver, hexagonal, small, ø 2.5 mm, length 270 mm. This is report 4 of 5 for (B)(4).